Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they had questionable ise results for an unspecified number of patient samples tested on the cobas 8000 ise module ((B)(4)) on (B)(6) 2018 and (B)(6) 2018. The customer provided data for 3 patient samples. Two samples had erroneous results for ise indirect na for gen.2 (sodium) and all three samples had erroneous results for ise indirect cl for gen.2 (chloride). No erroneous results were reported outside of the laboratory. The samples were repeated and the repeat results were believed to be correct. The first sample initially resulted with a sodium value of 153 mmol/l, which repeated as 137 mmol/l. The sample initially had a chloride value of 90 mmol/l, which repeated as 105 mmol/l. The second sample initially resulted with a chloride value of 87 mmol/l, which repeated as 96 mmol/l. The third sample initially resulted with a sodium value of 160 mmol/l, which repeated as 142 mmol/l. The sample initially had a chloride value of 87 mmol/l, which repeated as 101 mmol/l. The patients were not adversely affected. The sodium and chloride electrode lot numbers and expiration dates were asked for, but not provided. The field service engineer determined that there may have been a possible clot inside the valves. He ran bleach, sodium hydroxide, and deionized water to flush the system. He performed mechanism checks to ensure proper operation. The customer ran controls on the analyzer.

Manufacturer narrative:
Investigations determined the issue to be resolved by the service actions.